Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly noted during our visual inspection. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had a keypad anomaly. Customer's blood glucose was 150 mg/dl. The customer had a bucket of water accidently thrown on her, while she was wearing the device, now it's not responding properly. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is not returning for analysis.